Manufacturer narrative:
The device was evaluated by ventec where the reported issue was confirmed. Ventec opened the device to perform an internal inspection and observed damage to multiple components, as well as what appeared to be burn marks, ash and a strong odor of burnt electronics. Ventec replaced the control board to resolve the reported issue, as well as multiple ancillary components that had been contaminated during the event. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Event description:
The customer contacted ventec to report that their vocsn device alarmed, which set off their nurse call system, and then powered off by itself unexpectedly. Concurrently, the grandmother of the patient (who was in the room) observed that smoke was coming out of both sides of the device and unplugged it from an ac power source. There was also reportedly a "burning odor" present in the room. Nurses came in and immediately provided the patient with manual ventilation. The reporter advised that there was no harm to the patient as a result of the reported issue. The director of respiratory services and facility biomedical engineer were reportedly nearby when the event occurred. When they arrived to investigate and retrieve the device, they observed what appeared to be smoke still visible in the room. They noted that the vocsn was in the corner of the room, near the patient's bed (where it's normally kept) and the curtain wasn't anywhere near its vents. No further details about the patient or the event have been provided. Ventec has reached out to the reporter in order to obtain additional information; however, no response has been received.

Manufacturer narrative:
H6: the reporter responded to ventec's request for additional patient information. The reporter also confirmed that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the removed control board was further evaluated by ventec. Ventec determined that the root cause of the reported issue was an electrically shorted super capacitor, designator c217x.